Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a spinal fusion procedure for lumbar spinal canal stenosis was performed on (B)(6) 2020. After the fourth tab was removed, it became stuck on the tip of the tab breaker body. The surgeon tried to push in the tab with the tab breaker cap but failed. The had to use another instrument to complete the procedure. The tab breaker body was then used for four more tab removals. The procedure was completed with a thirty (30) minute surgical delay. No further information is available. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ) this report is for one (1) expedium spine system tab breaker, body this is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history lot. A review of the receiving inspection (ri) for verse 3 in 1 driver, outer shaft was conducted identifying that lot number pu139483 was released in a single batch. Batch1: lot qty of (B)(6) units were released on (B)(6) 2019, with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.